Event description:
An optometrist reported that a patient presented with epithelial defects, four days following bilateral photo refractive keratectomy (prk) surgery. The bandage contact lenses were left in two additional days. The patient did not have any complaints. In a follow up, the optometrist reported that the event resolved, and the patient is healing as expected following prk. No further info is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).